Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up lower rv sensing values were noted, however impedance and threshold values were in range. The lead was capped and replaced. The patient is in good condition following the procedure.